Event description:
Report from attorney states that on the first day of residents admission, the nursing staff moved her from the wheelchair onto the bed. After being on the bed the bed allegedly collapsed causing her to fall onto the floor. Resident re-injured her knee and injured her back. Nothing else is noted.